Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the unit is not alarming, not sure if upon start up or anything else. And no light illuminating.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the alarm not to function, which confirmed the original complaint issue. However, the complaint of the lights not illuminating was not able to be duplicated.

Event description:
Dealer states that the unit is not alarming not sure if upon start up or anything else. And no light illuminating.